Manufacturer narrative:
This report is submitted on 7 july 2020.

Event description:
Per the clinic, the tip of the electrode array was partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 3, 2020. (B)(4).